Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: (B)(6) 2018, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the patient described a lack of coverage of the sacroiliac (si) joint area. The patient had a battery replacement approximately a month previously. At the time of the replacement the battery was not charged. Impedances were tested in the operating room (or) and were normal. Coverage was tested in the operating room as well and the patient confirmed si coverage, but did not recall stating si joint coverage in the or. There were no external factors that may have led or contributed to the issue. Reprogramming was done several times and they attempted to use the high density settings with no improvement. Plans were made for a lead revision in the near future. The issue was not resolved at the time of the event. The rep indicated that the healthcare provider (hcp) will have further information on the event and that they would obtain it from them after the lead revision. No surgical intervention occurred, however it has been planned just not yet scheduled. The event occurred on (B)(6) 2018. It was reported that it occurred during post-operation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the manufacturer representative and the revision has not happened as of (B)(6) 2018.